Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl, causing disorientation and sweating. Reportedly, customer had an increased amount of insulin on board prior to sleep, as well as increased physical activity during the day. Reportedly, the customer required assistance from partner to address bg via glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.